Manufacturer narrative:
G2: the country of the event is france. H11. Radiographic image review indicated that the ap standing scoliosis x-ray and lateral x-ray of same was provided. No hardware present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior corre ction with screw and rods for an indication of scoliose idiopathique - niveaux t2-l1 - tiges cocr 6 - cyphose t4-t12 30° - pourcentage de correction 80%. It was reported that one convex rod broke during correction for moderate deformation. There was no patient symptom reported. There were no further complications reported regarding the event.